Manufacturer narrative:
Product ID: 3889-28, lot# va0qca1, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that a patient had a sudden loss of therapeutic effect following a fall. The patient fell on ice right on the device in late (B)(6). She fell on the implantable neurostimulator (ins) the same day she had an appointment in (B)(6) and it was a harder fall. At her appointment, she was told that the leads were broken and they were trying to reprogram. The patient also had a shocking or jolting sensation that started recently and was felt in the buttocks, low back, groin, and right leg and foot. She was directed to change programs. Stimulation was turning off and during troubleshooting, stimulation was off but the patient didn't use the "stimulation off" button. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.